Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. There was an injury alleged with this complaint. The injury was reported as a non-specific back injury to a caregiver. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The caregiver was working with a patient when the bed allegedly went down very fast, casing the caregiver to injure her back.